Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a system controller reset on (B)(6) 2015. The patient verbalized that she did not hear any alarms and was on battery at the time. The batteries were manufactured in 10/2013. The batteries were placed into the universal battery charger and there was no indication that the batteries required calibration. The patient reports that she cleans her connections with alcohol occasionally. On (B)(6) 2015, the patient experienced low speed operation and low flow alarms. It was determined that the patient¿s husband had wanted to see if the pump would alarm, so he stopped the pump for ten seconds by pressing ¿pump stop¿ on the system monitor. The vad coordinator spoke to both the patient and husband, requesting that they not stop the pump, but instead perform a self-test. The self-test was performed and passed. The following morning, the vad coordinator checked on the patient and noted multiple power cable disconnect events recorded on (B)(6) 2015. The patient reported that she was on battery and had not disconnected. In trying to troubleshoot the event, log files were submitted to the manufacturer's technical services for review as there was suspicion of an equipment issue such as battery clips, batteries or a controller cable. Technical service reviewed the log file and it appeared to show one loss of power to the system controller, causing the pump to stop and resetting the internal clock. Also seen was one low flow hazard/low speed hazard that occurred when the pump stop command was given. Some power cable disconnects were seen, but appear to have taken place on both the power module patient cable and battery power. The system controller was exchanged. The patient was asymptomatic at the time of the events. On (B)(6) 2015, it was confirmed by the vad coordinator that the patient is currently doing well.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned for evaluation. The data log file retrieved from the system controller contained approximately 3 days and 21 hours of events, from time stamp of day 818 and 4 hours to day 822 and 1 hour, when a low battery advisory alarm was recorded followed by a complete loss of power. The associated voltage levels indicated that the system controller was connected to 14volt li-ion batteries and one of the batteries were discharged to the low voltage advisory alarm level. Once the power was restored, the system operated for approximately 1 day and 16 hours when a motor stopped command received flag was captured followed by speed reduction to 60 rpm and a low flow hazard alarm. The remaining data (approximately 1 day and 3 hours) did not reveal any atypical events. The returned system controller was functionally tested using the equipment in the manufacturer¿s laboratory and was found to function as intended. A full functional test was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The investigation was unable to determine what caused the power reset captured in the data log file and a correlation between the returned system controller and the events recorded in the data log file was not identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 7 months from the date the device was issued to the patient. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete. Placeholder.